Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited capture anomalies and intermittent undersensing. The device was reprogrammed.

Event description:
New information notes that the lead was turned off on (B)(6) 2015.

Manufacturer narrative:
(B)(4).